Event description:
As reported, two days post successful tf tmvr a valve in valve was performed with another 29mm sapien 3 valve placed within the first. The first valve, which was implanted within mac, migrated atrial due to lack of calcium. After the initial valve placement, there was mild pvl noted. Prior to the valve in valve procedure the pvl had worsened to mild-to-moderate pvl. The second s3 was placed, securing the original s3 and the outcome was as expected. The pvl was reduced back to mild. The patient was stable and discharged.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It should be noted that the thv was deployed in the native mitral position with mitral annular calcification (mac) via transfemoral approach. The sapien 3 thv with the commander delivery system (ds) is currently only indicated for replacement of native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve or a native mitral valve with an annuloplasty ring. As the thv was implanted within the mitral annulus directly, this was off-label operation. The IFU and training manuals were reviewed for tf (transfemoral) procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Safety and effectiveness have not been established for patients with severe mitral annular calcification (mac). Additional potential risks associated with the use of the valve, delivery system, and/or accessories include device migration or malposition requiring intervention and paravalvular or transvalvular leak. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defects were identified, no corrective or preventative actions are required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve migration and paravalvular leak were unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was deployed in mitral position within native calcified annulus using transfemoral approach. The sapien 3 (s3) thv with the commander delivery system (ds) is currently only indicated for valve replacement involving native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Therefore, this was off-label operation. As reported, ''the first valve, which was implanted within mac, migrated atrial due to lack of calcium. After the initial valve placement, there was mild pvl noted'' and ''prior to the valve in valve procedure the pvl had worsened to mild-to-moderate pvl.'' Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. In this case, the thv was implanted within native mitral annulus with insufficient calcium (as noted). It is likely that the valve became dislodged due to it not being securely anchored to the annulus via calcium. As such, available information suggests that procedural factors (off-label operation; implanting directly into native mitral annulus) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, the lack of calcium within native mitral annulus likely prevented the thv skirt from properly sealing against the annulus, leading to paravalvular leak (pvl). As such available information suggests, procedural factors (off-label operation; implanting directly into native mitral annulus) may have contributed to the complaint event.